Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra was reviewed and indicates the risk for exposure to toxic or corrosive material is determined to be ¿low.¿ no parts were returned for further evaluation. The assignable cause was user error as the customer chose the incorrect cycle on the sterrad® 100nx to process a scope. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.

Manufacturer narrative:
Brand name - the correct brand name is 100nx(tm) 1-dr w/ duo. Catalog number - the correct catalog number is 10104-003. (B)(4).

Event description:
A customer reported processing a device in an incorrect cycle in a sterrad 100nx sterilizer. The affected load was released and used on a patient. The facility's infection control department is tracking the patient, there has been no report of any injury or human reaction. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of load release after processing in an incorrect cycle.